Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). Limb ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 76 year old male patient was placed on impella cp support. It was reported that while in the intensive care unit (ICU), the patient developed a slight tract ooze, and the ICU intensivist adjusted the angle and inserted the sheath further into the groin. It was feared at this point that the vessel was sheared, because a giant hematoma formed. After pressure was held and the blood expelled, any time pressure was lifted. The patient was bleeding profusely from his groin. Patient transferred for emergent vascular surgery, possible impella removal and new placement, and possible rp placement.